Event description:
The cast cutter was sent for evaluation due to heating up during a cast removal. No further information has been provided by the customer.

Manufacturer narrative:
The unit was heating up due to damage caused by incorrect replacement of the brushes. This can cause the unit to heat up due to increased friction from damaged brush shards getting bound up in the armature assembly, and from increased amp draw to overcome the increased friction.